Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 09-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2013, essure (fallopian tube occlusion insert) was placed. The essure placement was painful and took 30 minutes. On unspecified date the consumer experienced pain in abdomen, gastro-intestinal complaints, memory loss, concentration problems, endocrine disruptions, and incontinence. She contacted a doctor and was considering the removal of essure. Nickel allergy was denied. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pain in abdomen after insertion; she contacted a doctor and was considering the removal of essure. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. The product technical analysis has been sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 722 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and she presented lower back pain, serious event due to medical importance and listed in essure reference safety information. Abdominal, pelvic and back pain may occur during essure use. In this present case, consumer presented pain in abdomen after insertion; she contacted a doctor and was considering the removal of essure. Given event's nature, causality cannot be excluded. This case was regarded as incident since device removal will be required. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.